Event description:
This is filed to report a clip that was difficult to remove causing tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. The first clip was implanted successfully. A second clip was advanced into the patient. The anterior leaflet became stuck on the gripper when crossing the valve and opening the clip in the ventricle. Troubleshooting was performed and the leaflet was able to be freed from the clip. However, a tissue injury was noted. Subsequently, the clip was removed and the procedure was aborted with no change in mr. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unchanged mitral regurgitation (mr) appears to be due to the tissue injury. The reported unspecified tissue injury associated with the anterior leaflet perforation was due to the leaflet becoming entangled with the grippers. The cause of the reported difficult to remove associated with the anterior leaflet becoming entangled in the grippers could not be determined. The reported patient effects of tissue injury and recurrent mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.